Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 23mm valve was explanted at implant due to central aortic insufficiency of a least moderate grade after patient had been disconnected from cardiopulmonary bypass (cpb). Device was replaced with 21mm same model valve. The patient was reported as stable following procedure. Attempts to retrieve device have been unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer, without receipt of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.